Event description:
The customer reported, the sys screen would not display during set up. The pt had rec'd dilating drops, but was not yet in the operating room. The case was cancelled. There was no pt injury.

Manufacturer narrative:
The customer svc rep examined the sys and found the host power pcb caused the reported issue. The host power pcb was replaced and sent for in house testing. The sys was checked and met all prod specs. Investigation including root cause analysis is in progress. This report mailed in to FDA on 02/13/2008.